Event description:
While in use at the pt's home, the oxygen concentrator caught fire. The fire started internally & proceeded out of the unit burning the bubble humidifier & cannula. No other devices (electrical) were in the area. The general environment can be best described as very clean.